Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas operating in bg-run mode could not pair a newly obtained dexcom g7 cgm after a prior sensor failure, despite multiple troubleshooting steps including bluetooth toggling, device restarts, re-entry of the pairing code, and a magnet-initiated wake procedure. Symptoms included inability to obtain glucose values and inability to enter manual blood glucose due to lack of a glucometer. Outcomes included interruption of closed-loop functionality and reliance on bg-run mode without manual entries, with user education provided to obtain a backup glucometer and to consult a healthcare professional for an emergency plan. Investigation included guided troubleshooting for cgm pairing and user education on backup monitoring and contingency planning. Investigation of this case revealed a cgm communication and pairing failure with no responsible device identified, consistent with a sensor/transmitter connectivity issue external to the ilet pump. It was concluded, based on previously established findings for similar reports, that the cause was user-system interoperability issues with the third-party cgm leading to unsuccessful pairing.